Event description:
It was reported that a device fracture occurred. The opticross hd imaging catheter was advanced for ultrasound examination of the target lesion. After the device was removed from the patient, the device fractured and was noted to be split on the wire. The fracture was located in the monorail portion. The procedure was completed with a new catheter. There were no patient complications.

Manufacturer narrative:
Date of event estimated based on aware date as the event date was not provided.